Event description:
It was reported that there was no barcode label and stickers with the packaging of the foley catheter which needed to be added to patient files for tracking. Per additional information received on (B)(6) 2021, it was mentioned that the foley catheter 226516uk had been discontinued and these had detachable stickers that nurses could add to the patient¿s chart for tracking. However, the replacement product did not have these stickers, so the nurses were unable to keep track of the product the patient had used. Per additional information received on (B)(6) 2021, the item the customers used were discontinued, those had been replaced with item 226516, but these items did not have stickers that the nurses could attach to the patient¿s file.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no barcode label and stickers with the packaging of the foley catheter which needed to be added to patient files for tracking. Per additional information received on 09nov2021, it was mentioned that the foley catheter 226516uk had been discontinued and these had detachable stickers that nurses could add to the patient¿s chart for tracking. However, the replacement product did not have these stickers, so the nurses were unable to keep track of the product the patient had used. Per additional information received on 11nov2021, the item the customers used were discontinued, those had been replaced with item 226516, but these items did not have stickers that the nurses could attach to the patient¿s file.